Event description:
It was reported the patient was in the hospital for pneumonia and the left ventricular lead was programmed off at that time. It was also noted the patient has atrial fibrillation with rapid ventricular response and irregular heart rates. The lead remains implanted, but is electrically turned off. The patient is enrolled in the system longevity study. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.